Manufacturer narrative:
A steris service technician inspected the unit and found the cycle had faulted for a "chamber temperature under 45.5 degrees". The technician ran a diagnostic cycle and observed the facility running processing cycles and found the unit to be operational. The employee stated that the liquid splashed onto her arms, wrist and clothing. The steris technician is unaware if the employee was wearing proper ppe during the time of the reported event. Steris offered in-service training on the proper use and operation of the unit however the user facility declined.

Event description:
The user facility reported that after initiating a processing cycle it had faulted. An employee removed the s40 cup and liquid contacted her. The employee stated she experienced irritation to her nose and throat and went outside for fresh air and did not miss time from work. No further medical treatment was sought or administered. No procedural delays/cancellations were reported the user facility reported that the device present in the unit during the time of the reported event was reprocessed before use in a patient procedure.